Manufacturer narrative:
The following device was also listed in this report: ceramic head; cat# unknown; lot# unknown. It cannot be determined, if this device may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting a revision of patient's left hip in (B)(6) 2019, rep reported patient underwent a revision in 2008. Reason for revision was not reported to the rep. A stryker ceramic-on-ceramic head/ liner construct was revised.